Manufacturer narrative:
Investigation summary: it has been received 2 pictures for investigation. Upon visual inspection of these two pictures it can be observed ink ring in syringe barrel. DHR of lot 1703010p has been reviewed finding an annotation regarding the alleged defect. During marking process of this lot a mechanical failure was detected in the cutter of marking system that caused ink rings. Quality notification qn-177021-5 was opened and 10.920 units were rejected following aql criteria. Mechanical team repaired the failure replacing the cutter for a new one under ot-406169665. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. We can confirm that the root cause of the non-conformance is related with the failure detected in the marking machine. Damaged cutter of marking machine. Failure was repaired during manufacturing process according to ot-406169665.

Event description:
It was reported that bd syringe with luer-lok¿ tip had foreign matter inside syringe.

Event description:
It was reported that bd syringe with luer-lok¿ tip had foreign matter inside syringe.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. The reported lot # 1703010 is not found for the reported catalog #. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe with luer-lok¿ tip had foreign matter inside syringe.